Event description:
Could not properly recover from a knee replacement. The knee came loose and I had to see another surgeon for a knee replacement. I was informed by the surgeon my knee was operating backwards.